Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. The peritonitis event was manifested by cloudy effluent. The patient went to the hospital after they noticed the cloudy effluent. The patient was treated with an unspecified treatment (details not provided) for peritonitis. Action taken with therapy was not provided. Outcome of the event was not reported. No additional information is available.